Manufacturer narrative:
Date of event: exact date unknown, event occurred almost a year ago.

Event description:
It was reported that the patients ipg was defective. The patient underwent an ipg replacement procedure and the patient was doing well postoperatively. The explanted device will not be returned. No device malfunction suspected.